Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and identified a relevant diagnostic code in the ventilator¿s memory logs. Se performed the extended self test to clear the diagnostic code. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. Review of the logs showed that the ventilator entered back up ventilation (buv). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator generated a ventilator inoperative message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. Review of the logs showed that the ventilator entered back up ventilation (buv).